Event description:
It was reported that a tip detachment occurred. A 300cm v-14 control wire was selected for use. During the procedure, the tip of the guidewire broke off and remains inside the patient.

Event description:
It was reported that a tip detachment occurred. A 300cm v-14 control wire was selected for use. During the procedure, the tip of the guidewire broke off and remains inside the patient. It was further reported that the 100% stenosed multifocal target lesion was located in the severely calcified left distal anterior tibial artery. The vessel was zig-zag shape due to severe calcification associated with diabetes and renal failure. A very small, less than a millimeter, speck of the radiopaque coating came off due to friction against a sharp edge of a calcific plaque. The guidewire was intact and removed entirely through the support catheter. Another similar guidewire was used. A successful crural angioplasty was performed. Rest pain resolved in the post procedure period.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual and microscopic inspection found the distal tip polymer detached. The separated section was located approximately at 118 inches from the proximal end. The distal tip was found bent/kinked. No more visual damages were found in the device. The device was measured in three sections (distal - medium - proximal) along it and was within specification.

Manufacturer narrative:
B5: describe event or problem: additional information.

Event description:
It was reported that a tip detachment occurred. A 300cm v-14 control wire was selected for use. During the procedure, the tip of the guidewire broke off and remains inside the patient. It was further reported that the 100% stenosed multifocal target lesion was located in the severely calcified left distal anterior tibial artery. The vessel was zig-zag shape due to severe calcification associated with diabetes and renal failure. A very small, less than a millimeter, speck of the radiopaque coating came off due to friction against a sharp edge of a calcific plaque. The guidewire was intact and removed entirely through the support catheter. Another similar guidewire was used. A successful crural angioplasty was performed. Rest pain resolved in the post procedure period.